Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was missing additive. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: there was fibrin inside the tube. After the centrifugation, there is fibrin in the tube."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was missing additive. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: there was fibrin inside the tube. After the centrifugation, there is fibrin in the tube."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for fibrin was not observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to fibrin were observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (fibrin) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode fibrin. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was missing additive. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: there was fibrin inside the tube. After the centrifugation, there is fibrin in the tube."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for fibrin(fibrin mass) was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to fibrin were observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode (fibrin/fibrin mass) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for fibrin/fibrin mass based on the photo provided. All testing of retention samples was satisfactory. No other complaints have been received for this lot for this defect. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.